Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Additionally, the touchscreen was unresponsive and timed off faster than expected. There was no impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.